Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's mother reported via phone call indicating that the customer experienced high blood glucose of 409 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The caller mentioned issued with the transmitter. The customer was informed that the transmitter would be replaced. The caller stated that they want the customer to be back on the glucose meter because the customer is going off to college. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.